Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No unexpected number ramping anomaly was noted. The insulin pump was received with cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a scrolling numbers on the screen during a bolus attempt. The blood glucose reading was 162 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. Nothing further reported.